Event description:
Patient had no complained pre dialysis, temperature 97, pulse 84, blood pressure 144/80, o.4 kg weight gain. Dialysis was initiated in usual manner. Idpn was also initiated after treatment began 3 hours 45 minutes into treatment, patient reported chills, temperature 99.3, dialysis was terminated at 4 hours and temperature increased to 101.9. Blood cultures mellipore cultures and testing was done, patient was given prescripted drug. Patient was sent home.